Event description:
It was reported that on (B)(6) 2016, patient underwent a cranial repair due to a broken titanium net in the body. The patient is currently waiting for a second surgery and is seeking for compensation for a new titanium net.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 concomitant corrected: d4 primary UDI number if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that the patient underwent skull defect repair surgery in the hospital on (B)(6) 2016 (the specific patient's diagnosis and the cause of skull defect were unknown). The surgeon used 421.535 for skull repair during the surgery. The hospital reported that the surgical process and postoperative rehabilitation treatment were smooth. In (B)(6) 2026 (specific date was unknown), the patient visited the hospital for reexamination due to "touching the shape of the active titanium mesh", and CT examination revealed that the titanium mesh was broken. The patient is currently awaiting a second procedure. No subsequent adverse event reports have been received.